Event description:
The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, infection and rashes on face and neck, which occurred 8 day after the sensor had been inserted in the arm. There was no treatment documented. At the time of the report the scars were healing (no indication of permanent scaring) and the rash had subsided. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Manufacturer narrative:
B5 describe event or problem - correction h2 correction/additional information h6 type of investigation - additional h6 investigation findings - correction

Event description:
Subsequent to the initial MDR, a correction is required. The complaint states that "skin reaction" was reported. The sensor was inserted into the arm on (B)(6) 2025. On (B)(6) 2025, it was reported that the patient experienced a skin reaction with itching, burning, rash, redness, inflammation, pimples, blisters, dry skin, scar, infection and rashes on face and neck, which occurred 8 day after the sensor had been inserted in the arm. There was no treatment documented. At the time of the report the scars were healing (no indication of permanent scaring) and the rash had subsided. No data or product was provided for investigation, however, a photograph was provided. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.